Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.